Event description:
It was reported that during a meniscus surgery, t1 and t2 deployed at the same time, both ts were removed. There was an available back up device. There was not a significant delay during the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned for examination. The actuator is in its post t2 deployment position indicating multiple trigger advancements. Examination of the construct showed the suture has been cinched, t1 and t2 showed no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. An exact root cause cannot be determined with confidence without the return of the device; however, factors that could have contributed to the reported event include: advancing the deployment slider twice causing t2 to deploy prematurely. The instruction for use outlines precautionary statements and instructions in during deployment. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the devices did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.